Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported after the patient underwent magnetic therapy, she began to feel warming at the scs ipg site which extended to the cervical regions from the lumbar sector, feeling the burning and pain in her head. Currently, the patient is stable and in good health. However, the patient was advised to turn off the stimulator and, she would be treated with pharmacological therapy to compensate for the lack of neurostimulation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.